Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that device in patient stopped working years ago. Provider stopped taking (B)(6) so patient has just had device inside of them.